Event description:
A medtronic rep reported a software freeze during an ent surgery. The site was unable to verify any instruments or move the mouse. They re-booted and proceeded with the case. The surgeon completed the ent surgery with the use of the fusion navigation system. There was no impact on the pt outcome.

Manufacturer narrative:
RMA issued replacement computer shipped (B)(6) 2011. Software has not been evaluated as of the date of this report.